Event description:
It was reported that a patient's atrial lead insulation was wrinkled. No changes or interventions were performed; the patient will continue to be monitored. The patient was discharged.